Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's atrial and right ventricular leads were extracted and replaced due to what could be twiddlers syndrome. The atrial lead was dislodged, discovered during routine in-office interrogation. It also exhibited no capture and high impedance. The slack had been pulled out of the right ventricular lead, and this lead also exhibited high capture threshold. The patient was stable. Related manufacturer reference number: 2017865-2019-16426.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.7 cm with the helix retracted and clogged with blood/tissue. Visual examination found cuts on the suture sleeve from procedural damage. X-ray examination found no anomalies. Electrical testing did not find any conductor fractures or internal shorts. After cleaning and applying torque directly, the helix could retract and extend within specification. The reported events of dislodgement, no capture, and high impedance were not confirmed. (B)(4).